Event description:
Boston scientific received information that oversensing of the atrium was observed during first follow-up since implant. It was suspected the left ventricular (lv) lead had dislodged, however, has not been confirmed. An increase of pacing impedances with a loss of capture at high outputs was also observed. Additional information was received that there was no evidence of pacing inhibition or asystole that occurred. The cause of the oversensing was not determined. The left ventricular (lv) lead sense configuration was reprogrammed to lv tip to right ventricular (rv). There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.